Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was discarded following the procedure and was not returned to edwards lifesciences for evaluation.    Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary, written by edwards lifesciences.   A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, although the exact cause of the event cannot be confirmed, procedural factors, in addition to patient factors (small stj, severe calcification on cusps and stj) may have contributed to the balloon burst during the deployment of the sapien 3 valve.  The ruptured balloon likely contributed to the reported difficulties encountered during the withdrawal of the delivery system (balloon became caught at the distal tip of the sheath).  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure, during deployment the balloon ruptured circumferential.  The valve was deployed in a 90:10 aortic position with no residual pvl. The delivery system was unable to be withdrawn back into the esheath.  A cutdown was performed in order to remove the devices and the femoral artery was subsequently repaired. Additional information provided indicated the balloon was fully inflated when it ruptured.  The patient had a small stj diameter with calcification.  No extra volume was added to the balloon prior to the inflation.  During removal, the balloon became caught at the distal tip of the sheath.  There was coaxial alignment of the delivery system upon reentry into the distal end of the sheath.  There was no crossing difficulty.  The operator attempted to withdraw the balloon once it was clear that the valve was seated.  The patient was discharge with no residual issues and with clinically excellent results.